Event description:
It was reported that undergoing a right total hip arthroplasty, direct anterior approach utilizing smith and nephew total hip system r3 acetabular cup size 60, 0 degree liner, polar stem 8 standard, +4 40 mm oxinium head. Both trial heads 40+0 and 40+4 broke while trialing in patient. It is unknown how was the procedure completed.

Manufacturer narrative:
The devices, used in treatment, was not returned for evaluation, the reported event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture.